Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead recorded high within range shock impedance measurements of 124 and 125 ohms. It was noted the shock impedance measurements were around this range for the last year. Technical services (ts) confirmed the most recent lead measurements were within normal limits. This rv lead remains in service. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future. Additional information was received. This rv lead was explanted and replaced. No additional adverse patient effects were reported.